Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient started having elevated renal parameters (creatinine (cr); blood urea nitrogen (bun)) and decreasing urine output. Medical diuresis was initiated which improved the urine output but the renal parameters were still getting higher and the patient started having mental status changes due to the renal parameters not being able to be cleared. Continuous renal replacement therapy (crrt) was started.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported renal dysfunction could not be conclusively determined through this evaluation. Multiple requests for additional information were issued to the customer; however, no further information was provided. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported at this time. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate 3 lvas IFU is currently available. This IFU lists renal dysfunction as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.